Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cage broke during implantation. The fragments were removed and a substitute cage was used. The surgery was completed successfully without patient harm. Prolongation of surgery was 10 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. A product investigation was completed: our investigation of this article has shown that the implant is broken as complaint. We cannot determine exact root cause, but the damage indicates that excessive mechanical force during the surgery may have caused this reported problem. The implant is fragile due to the nature of the design so needs to be handled with care. To prevent such problems, it is necessary to operate according to the technique guide. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in july 2011 with no issues or deviations during the process. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.